Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented following syncopal episodes. The last interrogation was in (B)(6) 2017 and the estimated remaining longevity was less than five months, but it had not reached elective replacement indicator (eri). Following the syncope, the device could not be interrogated. It was determined the device had reached end of life (eol). As a result, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range.